Manufacturer narrative:
Additional manufacturer narrative: it was reported that the patient underwent a valve-in-valve procedure after an implant duration of thirteen (13) years, four (4) months, twenty five (25) days due to severe aortic stenosis. The device was not returned to edwards for analysis. The root cause for the stenosis cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to stenosis (from calcification or host tissue overgrowth). In this case, information regarding this valve-in-valve procedure was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 23mm bioprosthetic valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was thirteen (13) years, four (4) months, twenty five (25) days. Both devices remain implanted. Additional information was received that indicates this intervention was the result of aortic stenosis and insufficiency. Patient reportedly tolerated the procedure well and was listed in stable condition post-procedure.